Event description:
Info provided alleged that the bed exit alarm was not working. No injuries reported.

Manufacturer narrative:
Tech found the bed exit alarm was not working. Replaced the bed exit tape switch to resolve this issue.